Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an ankle nail fixation procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to fracture of the nail and non-union of the patient's bone. All components were removed and replaced with screws and surgically implanted bone growth stimulator.

Event description:
It was reported that patient underwent an ankle nail procedure on an unknown date. Subsequently, a revision procedure has been indicated due to fracture; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/lot number - unknown; date implanted - unknown; initial reporter - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.